Event description:
Additional information indicated this lead was explanted.

Event description:
Boston scientific received information that the patinet with this left ventricular (lv) lead developed an infection. A revision procedure will be scheduled in the near future to extract the entire system.

Manufacturer narrative:
If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.